Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On the day of the event, the patient¿s cgm was reading 68 mg/dl, no bg meter comparison was taken at this time. However, the patient alleged a cgm inaccuracy. The patient was experiencing tachycardia, and her shoulder was burning. The patient self-treated by drinking juice (stating while "not realizing that she was getting too high") and called 911. When asked for further details, the patient declined and ended the call. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.